Event description:
It was reported that the patient had to have her spinal cord stimulator done two different times, because it was a "sloppy job." Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported this event occurred with a non-medtronic device. No further information will be reported.